Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). Based on the information, the relation between the miraclebros guide wire and the distal perforation could not be determined. The physician stated the perforation was a complication. Cause of death was massive inferior wall myocardial infraction secondary to rca occlusion. Death of the patient is considered not related to the guide wire. The device instruction for use states: before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or vessel trauma may occur. Separation or breakage of the guide wire and death are described as possible complications and adverse events. Review of the device history record for this lot did not produce any findings relevant to this report. The database was queried and there were no other incidents with this part and lot number combination.

Event description:
It was reported that on (B)(6) 2011, the patient was experiencing angina, but failed to seek treatment. On (B)(6) 2011, the patient presented to the emergency room with severe angina (pain 10/10) and diaphoresis diagnosed as an acute myocardial infarction. Labs were drawn and an EKG was performed. The EKG did not reveal an st elevation. Based on the symptoms, at 7:47 pm, the patient was emergently taken to the catheter lab and was found to have total occlusion of the proximal right coronary artery (prca). An asahi miraclebros guide wire was placed followed by pre-dilatation with an rx voyager dilatation balloon catheter 2.0x20 (2 inflations) and a 3.0x20 rx voyager dilatation balloon catheter (8 inflations). An otw voyager dilatation balloon catheter was advanced to the lesion. The asahi miraclebros guide wire was removed and replaced with a 300cm bmw guide wire. A distal perforation was noted and felt to be from the asahi miraclebros guide wire. A 3.0x16 jostent graftmaster covered stent successfully sealed the perforation. 300cc's of fluid was aspirated from the pericardium. The patient coded and advanced cardiac life support (acls) was initiated which included intubation, cardiac compressions, medications and an intra-aortic balloon pump was placed. A 3.0 x 38 multi-link rx zeta stent was placed proximal to the jostent graftmaster stent. The patient became pulseless. At 10:46 pm the code was called and the patient was pronounced dead. Cause of death was massive inferior wall myocardial infarction secondary to rca occlusion. Although requested, there was no additional information provided.